Event description:
During a cardiopulmonary bypass procedure, it was reported that the battery of a heart lung machine was missing. There were no reported consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.